Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to a suspected fracture as evidenced by high pacing impedance and oversensing. It was also reported that the patient's rv lead was implanted after the indicated use before date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).